Event description:
A cartridge alarm was reported by the customer. Despite the alarm issues, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in reloading a new cartridge using the correct technique, which resolved the issue, allowing the customer to successfully resume insulin therapy.